Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) and right ventricular (rv) lead exhibited sensing problem with increased frequency of short v-v intervals/sensing integrity counter (sic). No noise reproducible by movement/provocative maneuvers. Stable measurements. The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.